Event description:
It was reported that the tib impactor broke into two pieces long ways. Tightening knob on introducer broke off. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was returned. Physical evaluation of the product was able to confirm de complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. _________________________________________________________ the device associated with this report was returned. Physical examination of the product confirmed the complaint. It can be observed that the impactor is broken in two pieces. A complaint search against the product code on the device identified similar complaints for this failure mode. The investigation during CAPA 003835 found that the root cause is attributed to inadequate design. The manufacturing process introduces defects into the part during production that is exploited by high loads during use. This weakness leads to low cycle fatigue cracking that weakens the part and leads to catastrophic failure. The geometry contains a natural stress raiser at the connection feature that concentrates stresses in this region where the defect is present. The combination of these factors have contributed to the failure of the three impactors (rp, fb & fem). A pra (dva-107261-pra) held in (B)(6) 2012 when a similar device (attune fb impactor- 254401003) either cracked or broke into large pieces did not identify a potential patient harm based on the nature of the failure. Post pra evaluation (held in (B)(6) 2012); a new additional failure observation was made and showed that in some instances the attune impactors fractured (either completely or partially) and resulted in small fragments. These issues led to qrb (103089410) initiation on (B)(6) 2014 and recommended a field correction in the form of a communication to device users for all 3 attune impactors- rp, fb & fem. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. In april 2017, the attune system impactor, a new product code (254411003) design, was launched encompassing the functions of all three attune impactors in a single product code. This development was carried out under sep\2010008 rev 14 and documented in dhf a513 volume c: impaction addendum. Following the review post market surveillance (pms) report 103451937 rev 1 and 103504881 rev 1, there were no safety issues reported relating to the failure of the impactor design. Therefore, the CAPA is considered effective. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. CAPA-003835 has been closed as of october 25, 2018. In summary, whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: d9.